Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race - unk. This product is not marketed in the us. Off-label use, acd<3.0mm. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo_12.6, -16.00/2.0/093 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019 .the lens tore during injection/delivery into the eye. There was patient contact (lens touched the eye) with no patient injury. The lens was implanted, removed, and replaced with a shorter length lens intraoperatively on (B)(6) 2019. Problem resolved. Cause of the event is reported as user error.